Event description:
Approx 2 1/2 hrs into hemodialysis treatment, pt became unresponsive. Placed in trendelenburg position and 0.9% saline administered with spontaneous return of pulse and respirations. Pt had just previously been taken off dialysis to go to bathroom. She then returned and treatment was resumed. Pt was transferred to hosp. Hemolysis was identified at the hosp. Hct was 19.2 on 4/9 from 29.3 on 3/20. Amylase was 347. Pt was taken to surgery for removal of gallbladder. Pt expired on 4/9/96.